Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed that the stent was missing. The balloon was folded and wrapped around the shaft. Traces of dried media were noted inside the balloon. Due to the condition of the returned balloon it was not possible to determine where the stent had originally been crimped to it. The device was attached to an inflation unit, however, the balloon would not inflate. The device was immersed in water in an attempt to dissolve the contrast media. A second attempt made to inflate the balloon was successful and no leaks were noted. A vacuum was pulled and the balloon deflated with no issues. A visual and tactile examination of the shaft revealed no visible damage. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure the stent dislodged inside the patient. Vascular access was obtained via the femoral and a crossover technique was used. The 80% stenosed lesion was located in the non-tortuous and severely calcified left mid common iliac artery. The de novo and eccentric lesion was 10mm in length with a diameter of 8mm. A 6fr guide catheter was placed and a .035 guide wire was advanced across the lesion. Next, the physician advanced the 8.0x40x135 cm express vascular ld premounted stent system across the lesion and noted that the stent had dislodged distal to the lesion and migrated into the superficial femoral artery (sfa). A non-bsc 5mm x 2mm balloon was advanced and used to secure the stent to the wall of the sfa. The physician completed the procedure by successfully deploying a 8mm x 40mm express ld stent into the lesion. No further patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a peripheral stenting treatment procedure the stent dislodged inside the patient. Vascular access was obtained via the femoral and a crossover technique was used. The 80% stenosed lesion was located in the non-tortuous and severely calcified left mid common iliac artery. The de novo and eccentric lesion was 10mm in length with a diameter of 8mm. A 6fr guide catheter was placed and a .035 guide wire was advanced across the lesion. Next, the physician advanced the 8.0x40x135 cm express vascular ld premounted stent system across the lesion and noted that the stent had dislodged distal to the lesion and migrated into the superficial femoral artery (sfa). A non-bsc 5mm x 2mm balloon was advanced and used to secure the stent to the wall of the sfa. The physician completed the procedure by successfully deploying a 8mm x 40mm express ld stent into the lesion. No further patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).